Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received multiple pump errors. The customer's blood glucose level was unknown at the time of the incident. It was also reported that sudden power off for insulin pump occurred frequently. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current and active current measurement test and self test. No unexpected pump error 15 or 4 alarms during testing however, pump error 15 and 4 alarm is found in the formatted history file due to a software error.